Manufacturer narrative:
H11: additional manufacturer narrative: updated section h6 (type of investigation, investigation findings, investigation conclusions). Left ventricular outflow tract obstruction (lvoto) can occur at the valvular, subvalvular, or supravalvular level. In general, there is an obstruction to forward flow which increases afterload, and if untreated, can result in hypertrophy, dilatation, and eventual failure of the left ventricle. In patients who undergo mitral valve replacement (mvr) with a high or low profile prosthesis, left ventricular outflow tract (lvot) obstruction is a well-recognized postoperative complication. There are cases where obstruction is detected immediately after the initial implant prior to the completion of the surgical case and requires exchange of the device. This is usually due to the patient's anatomy and/or procedural factors. The subject device was not returned for evaluation as it was discarded by the hospital and no pictures of the device were provided for evaluation. However, medical records were provided confirming the report of "increase gradient across the lvot." The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Based on the limited information available, the most likely cause is due to operational context/ procedural factors, as possibly evidenced by "the majority of the remaining mitral tissue was excised" before the non-edwards valve was implanted in replacement. An edwards defect has not been confirmed. All pertinent information available to edwards lifesciences has been submitted. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (device code).

Manufacturer narrative:
H11: corrected data: corrected section b5.

Event description:
It was learned through implant patient registry and investigation that a 29mm 11400m mitral valve was explanted at implant due to a strut caused increase gradient across the lvot, valve was not fitting properly. The patient was re-cannulated, and the explanted valve was replaced with a non-edwards mechanical valve and the lvot gradient improved. Per medical records, the patient underwent mvr, tvr-33mm edwards, CABG x1, pfo closure, laa-atriclip. Intraoperatively, the annulus was sized and a 29mm mitris was implanted. The valve was seated and functioned well. Tee revealed good valve function with no paravalvular leaks. Patient was weaned from bypass and cannulas removed. At this time, it was noted there was higher than expected gradient across the lvot, and it was suspected to be due to a strut. Patient was re-cannulated. Majority of the remaining mitral tissue was excised, and the valve was explanted. A 29mm non-edwards st jude mechanical valve was implanted in replacement. Tee revealed both valves functioned well with no pvls at the end of the procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Event description:
It was learned through implant patient registry and investigation that a 29mm 11400m mitral valve was explanted at implant due to a strut causing increase gradient across the lvot, valve was not fitting properly. The patient was re-cannulated, and the explanted valve was replaced with a non-edwards mechanical valve. Per medical records, the patient underwent mvr, tvr- 33mm edwards, CABG x1, pfo closure, laa-atriclip. Intraoperatively, the annulus was sized and a 29mm mitris was implanted. The valve was seated and functioned well. Tee revealed good valve function with no paravalvular leaks. Patient was weaned from bypass and cannulas removed. At this time, it was noted there was higher than expected gradient across the lvot, and it was suspected to be due to a strut. Patient was re-cannulated. Majority of the remaining mitral tissue was excised, and the valve was explanted. A 29mm non-edwards st jude mechanical valve was implanted in replacement. Tee revealed both valves functioned well with no pvls at the end of the procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.